Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens. The lens haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury.